Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a 6fr non-medtronic sheath and a non-medtronic guidewire were used. A non-medtronic inflation device and 50% contrast 50% saline inflation fluid were used for balloon inflation. Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the balloon in a post inflated state, and the outer shaft is deformed and expanded. During inflation of the device, water leaked out through the deformed shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using a catheter amphirion deep balloon, there was a chronic total occlusion (100% stenosis) of the left distal posterior tibial artery, with severe tortuosity and severe calcification of the target lesion. During the first inflation of the balloon at 8 atm, the balloon burst. The balloon did not fragment and no vessel injury was noted. The procedure was completed using a non-medtronic balloon. No patient complications have been reported as a result of this event.